Event description:
Info was received that reported a pt had been treated in 2007 by paramedics due to hypoglycemia. The reporter stated, that 911 had to be called for a hypoglycaemic event. The paramedics checked the pt's blood glucose with their glucometer and got a reading of 26, while the pt's insulin infusion pump with blood glucose monitor allegedly read 209, eight hrs prior to the low. Dextrose and juice was given per the paramedics for the low blood glucose. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned for analysis.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When, and if, the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the evaluation.